Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a pump infused in 5 minutes when it was programmed for 30 minutes. There was no harm. Although requested, there were no further details or information provided.